Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator changeout. Upon interrogation, the left ventricular (lv) lead had been programmed off and had dislodged on an unknown date. Additionally, the lv lead exhibited loss of capture. The lv lead was capped on (B)(6) 2025. No adverse patient effects were reported.